Event description:
It was reported the spring wire guide unraveled when removing the device. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide unraveled when removing the device. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and a lidstock for analysis. Signs of use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire was unraveled towards the proximal end. Several kinks and bends were also observed across the body. Microscopic examination confirmed the damage and revealed that the core wire had separated directly adjacent to the proximal weld. The proximal weld was still attached to the coil wire. The major kinks in the guide wire measured 25mm and 145mm from the distal weld. The guide wire total length measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .796mm, which is within the specification limits .788mm-.826mm per the guide wire product drawing. Functional testing could not be performed due to the severity of the damage. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply undue force on guidewire to reduce risk of possible breakage". The report of an unraveled guide wire was confirmed through complaint investigation. The core wire was broken adjacent to the proximal weld. The guide wire met all dimensional requirements during investigation testing. A device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.